Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms and oversensing approximately two weeks post device implant. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that low out of range pacing impedance measurements were also observed when this lead was tested on a pacing system analyzer (psa). A lead fracture was suspected.